Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow-up. Upon review of the stored egm it was noted that the device exhibited post paced t-wave oversensing. The device was successfully reprogrammed. The patient was stable during and post event.